Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Products were not returned for investigation, but pictures were provided. The articulating surface as well as the flat rim of the cup show some scratches; the outer surface presents some attached tissue. The visible flat surface of the head adapter shows some discoloration; the inner surface (the one in contact with the taper of the stem) shows what looks like signs of wear. The surfaces of the stem show some scratches and nicks; the taper of the stem shows signs of wear. The bevel of the head looks inconspicuous; some tissue remnants can be seen inside the head. Due to the low quality of the provided pictures a deeper and more accurate product evaluation cannot be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint histories identified additional similar complaints for the reported items and the part and lot combinations. Complaints are monitored per wt-wi (B)(6) complaint trending process in order to identify potential adverse trends. With the available information a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information at this time.

Event description:
It was reported that the patient underwent revision surgery due to osteolysis pseudo tumor acetabulum right hip due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2: foreign: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0009613350 -2023 -00629; 0009613350 - 2023 -00631; 0009613350 -2023 -00632.